Manufacturer narrative:
Device passed displacement test. Device unable to vibrate during self test due to moisture damage on vibrator motor. No error 63 found in history file. Device received with corroded battery tube, cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had vibration issues. The customer's blood glucose value was 230 mg/dl. Customer reported insulin pump just fell and had a giant crack on battery side. Customer stated the infusion set does not show signs of damage. Customer stated the reservoir does not show signs of damage. Customer stated damage was crack along battery side casing to the screen .customer stated vibration issues started a month or two ago and was not worried because usually uses sound. Customer was in class noticed vibrate was not working. Customer reported insulin pump was dropped and cracked today. The device will be returned for analysis.